Event description:
Additional information was received on 2016-nov-07. The patient reported that the heart attack was "from the surgeon, not a pump issue." The cause of the pump restart was not provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a consumer regarding their implanted pump which had been used to deliver dilaudid in the past and was currently used to deliver fentanyl (3000 mcg/ml) the indication for use was non-malignant pain. On (B)(6) 2016 the consumer reported that they had a heart attack in 2013. The patient recovered from the heart attack. However, it was also reported that the patient's physician had to restart the pump following the heart attack.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.